Manufacturer narrative:
The customer¿s report that the male luer broke off was confirmed to be a male luer spin collar separation. Visual inspection observed that the male luer spin collar was separated from the male luer. Closer inspection under magnification observed no evidence of tool marks or stress marks. The root cause of the customer¿s experience is a manufacturing assembly error.

Event description:
The customer reported that the nurse on 3w was disconnecting the nitroglycerin primary IV tubing set from an ICU patient's central line when the male luer broke off. The nurse states that there was no excessive force or pulling performed while attempting to disconnect the line from the patient's port. Once the male luer broke off the nurse was unable to reattach nor re-screw the tubing set back onto the patient's central line leaving the nurse very concerned about risk of infection, security of the line connections and possible dislodgements and entry of air into the line, as well as, risk for bacteria and bleeding. There was no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "when staff member was disconnecting the primary lv tubing line from the central line. The grooved securing device on the end of the primary tubing that secures onto the central line broke off. There was no excessive force or pull by staff when attempting to detach the line from the port. The piece broke off and staff was unable to reattach nor re-screw on the grooved ending to secure the line."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Medwatch regulatory agency ref. Number: mw5081598.

Event description:
The customer reported that the nurse on 3w was disconnecting the nitroglycerin primary IV tubing set from an ICU patient's central line when the male luer broke off. The nurse states that there was no excessive force or pulling performed while attempting to disconnect the line from the patient's port. Once the male luer broke off the nurse was unable to reattach nor re-screw the tubing set back onto the patient's central line leaving the nurse very concerned about risk of infection, security of the line connections and possible dislodgements and entry of air into the line, as well as, risk for bacteria and bleeding. There was no report of patient harm. Received a copy of the customer's medwatch report from the FDA which states, "when staff member was disconnecting the primary lv tubing line from the central line. The grooved securing device on the end of the primary tubing that secures onto the central line broke off. There was no excessive force or pull by staff when attempting to detach the line from the port. The piece broke off and staff was unable to reattach nor re-screw on the grooved ending to secure the line."